Manufacturer narrative:
A ge service representative performed an on site investigation. The ipc 1000 board was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that system would not display an image on the monitor. This issue would prevent the live image from being viewed, thereby making the system unusable. There is no report of injury or death associated with the event described in this complaint.